Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Reporter called alleging that the meter displayed an error 5 message on the patient's meter. The patient did not experience any symptoms at the time of testing and had to contact his cde for assistance. Cde did not treat the patient. The test strips were in good condition and the meter was cleaned properly. Customer service was unable to resolve the issue and sent the patient a new meter. This case is being documented as a malfunction, since the error 5 message was not resolved.